Manufacturer narrative:
A patient experienced ipg migration was reported to abbott. The patient¿s ipg had twisted. As a result, the implant was replaced, and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patients ipg had twisted. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post op.

Manufacturer narrative:
Corrected the physician information.